Event description:
Exploratory lap; small bowel resection and colon resection. 6 days later developed anastomatic leak between ileum and colon; surgery exploratory lap, ileocolonic resection with end ileostomy. Gia, gia 75mm, ta55 staplers used during surgery.